Event description:
The patient felt that the battery site was hard to reach on her back due to severe arthritis and difficulty recharging behind her. The recharging time had increased a few months after the patient was implanted. The device took around 4 hours to charge from 50 percent to full with 8/8 coupling bars. The patient had a pocket revision on the day of report. The extensions were added and the pocket was moved from right back to right lower abdomen. Impedances pre-op and intra-op were normal. The patient¿s status at the time of report was alive with no injury. Later it was reported that it was unknown how the patient was doing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).